Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the damaged main body of the transfer set was confirmed in the lab. The results of a sample evaluation revealed that both occluder feet were broken. A root cause was not identified due to insufficient information. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
This is an international report of a crack that was seen on the light blue main body of the mini cap. There was no disinfectant use on the set by patient or doctor. There was patient involvement but no paitent injury or medical intervention was reported along with this report.